Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the monoblock x-ray tube assembly needed to be replaced, but did not correct the system. Troubleshooting continues. No conclusion can be drawn as repair information is unavailable.